Event description:
Pt was admitted on 7/8/93, for gamma knife treatment of a long-standing arteriovenous malformation (avm) in the left posterior dura of the brain. The stereotactic frame was placed on the pt by dr at approx 0700 hrs of the treatment day. The pt was then taken to the special procedures room where a series of lateral and posterior/anterior angiograms were performed. The cut films resulting from the subtraction study were then used to identify the avm target (nidus). Following consultation between the radiologist and neurosurgeon, 2 target niduses were identified. These were subsequently designated target a and target b/c. At approx 1500 hrs, the films were given to the physicist who optically scanned them into the computer planning system. While this was being done, the pt was taken to MRI where a series of scans were performed. The physicist and neurosurgeon then began the tasks of setting up planning system to perform the dose planning function. Several anomalous events were occuring with device during this entire process. However, all but 2 of these could be written off to the general "noise" around the planning system (eg slowed reaction times, on-screen clutter). The 2 critical software malfunctions were: 1) during the definition process, the screen showed a sudden "floating point error" message. This is described on-screen as "serious," but the true nature of the message was not discovered until 7/11. 2) the definition program refused to accept on at least 2 occasions the "correct" (as viewed by the planning team) orientation of the image. This orientation requires that an extra image fiducial marker be on the right side of the screen (as viewed) when the p/a x-ray focus is posterior. Eventually, the neurosurgeon and physicist had to instruct the planning system to accept the image they knew to be intuitively correct, but which the computer recognized only as an older orientation system. At this time, the team did not realize that the p/a image was reversed in regard to the dose-planning system. The team then proceeded to generate two separate treatment plans. Radiation oncologist concurred with the dose prescription. Because the coordinates for the target b/c were more extreme in the stereotactic space, it was decided that the 2 target points for this target would be attempted first. The 8 mm collimator was installed on the gamma knife. Treatment for shot 7 was completed as prescribed and the coordinates for the second target point (shot 8) were set. It is important to note that while the x coordinates for targets 1 and 2 (shots 7 and 8) were less than 100, indicating a right-of-midline stereotactic position, the pt's head was tilted inside the frame, placing the midline of her brain to the left of the midline of the stereotactic system. Therefore, the 90.0 x coordinates for shots 7 and 8 (target 1 and 2) seemed plausible. Dr noticed coordinates from 67.7 to 85.5 indicating right-side target. Physicist terminated shot 8.